Manufacturer narrative:
This device is not sold in the us but a similar device is. There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q290v) and (B)(6)(maj-2315). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, after the completion of the diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cap (maj-2315) was observed to be missing from the tip of the device. The distal cap was confirmed to have been attached to the device during preparation for use for the procedure. There was no issue noted with the distal cap during preparation for use. A protective tube was placed over the tip. The protective tube is removed at the time of beginning the procedure. Post procedure, the missing distal cap was found in the protective tube which was removed at the time the procedure was commenced. That the distal cap was not present on the device was not noted until after the procedure was completed. There is no harm or adverse impact to the patient. The user feels that the distal cap tends to come off easily from the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the distal cover (maj-2315) was attached with something abnormal such as cracks, cleavages, or deformation which were caused by external load or, the distal cover (maj-2315) was forcibly attached with the suction and biopsy channel outlet closed (when the forceps elevator was raised). It is also likely they attached the distal cover (maj-2315) by pushing not the center of maj-2315 but the other parts or, the distal cover was not securely attached to the distal end. Olympus will continue to monitor field performance for this device.